Event description:
Pt with history of multiple spinal procedures. Most recent procedure completed in 2002: extension of fusion with removal of metal implants at the l1-2 level and extension of fusion from l2 up to t7 with segmental instrumentation from t7 to l2 and posterior fusion from t7 to l2 using autologous local bone graft and helios. Approx 3 1/2 months post op the procedure, pt had a fracture of the implants with both rods breaking. Returned to surgery in 2003 for re-instrumentation and refusion. At surgery, both rods found broken to their insertion to the superior pedicle screws at l1.